Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient contacted foundation for a new controller. The caller stated that the doctor had contacted them because the patient still didn't have the controller and now they thought that the ins may have been off, but they couldn't check it. Patient services were in contact with the rep regarding the patient¿s programmer not being sent by foundation care. It was stated that the patient needed to fill out the authorization form and send in the document. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep stating the cause of the device being off could not be determined. The issue was not resolved and the patient had not received a new programmer. Patient services continued follow-up with the patient and rep regarding the patient's programmer not being sent. Repair was contacted and a new programmer was sent to the patient.